Event description:
It was reported, the patient had an increase in spasticity. The physician had increased the daily rate gradually over the past four months without a change in symptoms. The physician ordered a rotor dye study. Pump logs were also checked. At the time of the dye study, the interventional radiologist was unable to aspirate cerebrospinal fluid (csf) from the side port. A catheter revision was performed with the thought that the catheter was occluded. At the time of the surgery, fluid was aspirated from the side port without difficulty. The surgeon wanted to further investigate the catheter and disconnected from the pump. At the time of the disconnect, the surgeon had difficulty taking the connector off. The silicone sleeve pulled away from the metal connector. The surgeon cut off the connector and put on a new connector to reconnect. The surgeon had difficulty with connecting using the collets to secure the two pieces. The surgeon had difficulty placing the catheter tip onto the pin. It seemed that the layers of the catheter were separating making it difficult to push the catheter over the pin. The surgeon trimmed the catheter and continued to have difficulty but eventually was able to secure both ends with collets. The date of the revision was not provided; however, the date of the event was reported as approximately (B)(6) 2014. The cause of the product issue was undetermined; however, it was resolved. Patient status at the time of the report was alive with no injury. The pump was delivering compounded baclofen.

Manufacturer narrative:
Analysis of the catheter revealed difficulty with sc connector led to explant.

Manufacturer narrative:
Product ID: 8785, serial# (B)(4), product type: accessory. Product ID: 8784, serial# (B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8785, serial# (B)(4); product type accessory. (B)(4).